Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had three battery faults over the last 5 months. Log files captured backup battery fault alarms on (B)(6) 2024 due to the ebb failing the load test. The patient had a low international normalized ratio (inr) due to a gastrointestinal (gi) bleed. They were unwilling to risk a stroke from a system controller exchange, so they opted for an emergency backup battery (ebb) exchange. The new ebb did not work the first time using it and produced a backup battery fault alarm. A different ebb was used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.